Manufacturer narrative:
The stapler logs for this procedure were reviewed. The logs show a sureform 45 stapler instrument was installed on the system nine times and fired nine black sureform 45 reloads. On each install, the first clamp was successful. On install one, the firing was completed with one pause for compression. On installs two through nine, the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. Another sureform 45 stapler instrument was installed on the system one time and fired one black sureform 45 reload. On the only install, the first clamp was successful, and the firing was completed with two pauses for compression. The instrument was then removed and not used in the procedure again.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, tissue was pushed and staples were not properly released when a black sureform 45 reload was fired with a sureform 45 stapler instrument. Intuitive surgical, inc. (Isi) has attempted to contact the customer to gather additional information regarding the reported event. As of the date of this report, no new information has been obtained.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Corrected data: h7.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11. The sureform 45 stapler instrument used during this procedure was received for testing. The instrument logs showed an unclamped failure occurred with this instrument during the procedure. The stapler instrument was functionally tested on an in-house system and achieved adequate compression on test foam. The sureform 45 black reload returned with this event was also analyzed. The knife was found dislodged from the track and lodged in the cartridge. This caused observed damage to both the cartridge and the knife.

Event description:
Refer to h11 for follow-up information.